Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the compressor being noisy. Additional malfunction was the pilot valve would alarm and shut down.